Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician suspected the atrial lead dislodged or exhibited an unspecified malfunction. The lead was explanted. No adverse consequences occurred to the patient. No further information could be obtained.